Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurement greater than 145 ohms and a red alert was triggered indicating an electric shock into an open circuit. Technical services (ts) noted the lead is 16 years old, and discussed possible lead calcification and troubleshooting options. A 31j commanded shock was administered, but did not convert and the patient had to be externally rescued. A 41j commanded shock also did not convert. Subsequently, the associated implantable cardioverter defibrillator device was disabled. The plan is for a life vest, and future lead extraction. No additional adverse patient effects were reported. At this time, the lead remains in service.